Event description:
It was reported that the user experienced high blood glucose after a meal announcement when the ilet pump had run out of insulin, and although insulin delivery was resumed after a supply change, not all of the meal dose was delivered, with education provided on monitoring glucose trends. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of the glucose trend after insulin delivery resumed. Investigation included review of device reports and user follow-up. Investigation of this case revealed that insulin delivery was interrupted at the time of the meal due to empty reservoir. It was concluded that the high glucose resulted from incomplete meal insulin delivery associated with an empty reservoir, with user education completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.